Manufacturer narrative:
Investigation findings: 3252. Investigation conclusion: 61. H10: an evaluation of the returned driver found that the hexalobe tip had fractured and became separated from the instrument. The hexalobe tip did not return with the instrument. The invictus driver in conjunction with a torque handle to final tighten set screws. Shear failure of a hexalobe tip occurs when the applied force on the instrument exceeds the instrument's design strength. Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported the distal tip of the driver broke off during the final tightening process. There were no fragments left in the patient. There were no patient symptoms or complications reported as result of this event.